Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the single lumen hickman port. During the procedure, it was reported that while passing the catheter through the guide inside the dilator, the catheter bends, preventing progression, even over the guide. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed bardport MRI implantable port kit package was received for evaluation. Product label was returned, and product information was verified with tw. The package was noted to be clean. Port kit was received with ifus, ID cards, implant record cards and product specifications. No components were received within the returned package. The investigation is inconclusive for the reported catheter bent, failure to advance and fracture issues as no components were received and no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the single lumen hickman port. During the procedure, it was reported that when passing the catheter through the guide inside the dilator, the catheter bends, preventing progression, even over the guide. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was returned for evaluation. One unsealed bardport MRI implantable port kit package was received for evaluation. Product label was returned, and product information was verified with tw. The package was noted to be clean. Port kit was received with ifus, ID cards, implant record cards and product specifications. No components were received within the returned package. The investigation is inconclusive for the reported catheter bent and failure to advance issues as no components were received and no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the single lumen hickman port. During the procedure, it was reported that while passing the catheter through the guide inside the dilator, the catheter bends, preventing progression, even over the guide. The procedure was completed using another device. There was no reported patient injury.